Event description:
The pt reported that the outer tubing of his infusion set tubing disconnected from the luer lock. He stated that his blood glucose was 190 mg/dl. His normal blood glucose range is 80-125 mg/dl. The pt did not report any physiological symptoms associated with the elevated blood glucose. The pt changed his infusion set tubing and bolused 4 units to reduce his blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.